Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during programming with the neurology provider for epilepsy dbs, the patient experienced mild paresthesia from an increase in stimulation that did not resolve. In order to increase programming range, a bipolar configuration was added to the lead. When the update button was pressed after adding a positive charge, and the charge reset to 0ma from 1.8ma, the patient jumped and experienced an extremely uncomfortable sensation from the stimulation turning to zero. The sensation quickly resolved, the neurology provider explained that it was an unexpected result (to experience a shocking from a decrease in stimulation as opposed to the expected with increase.) The stim was slowly increased to prior therapeutic range to ensure no additional uncomfortable feeling to the patient. The issue was resolved at the time of this report.